Event description:
It was reported that four days post chronic catheter placement, the device was allegedly damaged at the connection and was leaking. It was further reported that the cracked connections were prone to bacterial invasion, which may aggravate the patient's infection symptoms. Additionally, the joint ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The photo shows the catheter implanted in the patient. A complete break was noted in the catheter hub. A part of the hub was noted to be missing. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four days post a chronic catheter placement, the device was allegedly damaged at the connection and was leaking. It was further reported that the cracked connections were prone to bacterial invasion, which may aggravate the patient's infection symptoms. Additionally, the joint ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.